Event description:
His case was reported by a consumer and described the occurrence of lump on cheek in a (B)(6) female pt who received double salt dental adhesive cream (super poligrip free denture adhesive cream - (B)(4) cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started super poligrip free (dental). At an unk time after starting super poligrip free, the pt experienced lump on cheek and facial basal cell carcinoma (bcc) that was located under her eye. The pt underwent unspecified surgery to remove the bcc. This case was assessed as medially serious by gsk. Treatment with super poligrip free was continued. At the time of reporting, the outcome of the lump on cheek was unk. Super poligrip is mfg in (B)(4). The lot number for this product is known; however, it is unk whether the product will be returned for quality assurance testing. (B)(4).